Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact stated the customer's pump had damage on the back of the housing. The contact and their healthcare provider stated the housing damage caused the insulin to leak through to the cartridge. The contact reported that the customer's blood glucose level a1c was elevated from 6.7 to 7.3 due to the issue. The customer reported would continue to use the pump until replacement arrived.

Manufacturer narrative:
The investigation has been completed and the reported issue was not confirmed; however a different issue was found.